Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was only able to successfully fill the cartridge with 280 units of insulin out of 300 units of insulin, and subsequently experienced fill resistance. Customer's blood glucose (bg) level was 200-542 mg/d. A bolus was delivered and an infusion set change to address bg level. The customer continued to use the cartridge and was able to successfully resume insulin delivery.